Manufacturer narrative:
(B)(4).although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on february 24, 2016 that a speedband superview super 7 device was used during an esophageal varix ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands were difficult to deploy and some bands were intertwined. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present on the device indicating use or handling. A visual examination of the device found the irrigation tube had been placed onto the handle stem while the ligator head was placed on the other end of the irrigation tube. Examination of the ligator head found all seven (7) bands present. The trip wire was intact and had been threaded into the irrigation tube. The suture loop was found attached to the trip wire loop. It was noted that the handle had been rotated to draw up the trip wire in a manner that pulled the head tightly onto the irrigation tube. The trip wire was not secured in the handle slot and the trip wire proximal loop was retracted into the handle post. Based on the condition of the returned device and the details of the complaint, it appears that the user attempted to use the device without an endoscope and tried to use the irrigation tube instead. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a speedband superview super 7 device was used during an esophageal varix ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands were difficult to deploy and some bands were intertwined. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.